Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 380 mg/dl. Customer experienced vomiting and nausea. Customer stated that the insulin pump under-delivering insulin causing high blood glucose. Hospital treated with fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.